Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for approximately 37 to 48 hours. The infusion site reportedly became painful, bruised, and bled, appeared infected, and enlarged when insulin was delivered. During the event, the patient also experienced an elevated blood glucose level of 22 mmol/l (396 mg/dl). On (B)(6) 2025, the patient consulted a physician during a medical appointment at the diabetic gp clinic and was diagnosed with an infection and inflammation of the pod site. The patient was wearing the pod during the appointment; the physician advised the patient to remove the pod and activate a new one. As treatment, the patient was prescribed amoxicillin and subsequently continued therapy with a new pod.